Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in intensive care unit for high blood glucose on (B)(6) 2020 with the blood glucose level of 426 mg/dl. Customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode of insulin pump. Customer was treated with insulin drip in hospital. Customer did not allege that the insulin pump was under delivering. Customer declined for troubleshooting of leaks and air bubbles. The insulin pump will not be returned for analysis.